Manufacturer narrative:
Device evaluated by MFR: the returned product consists of an nc quantum apex balloon catheter. The device was visually and microscopically examined. It was noted that there were numerous kinks to the hypotube of the device, a contrast in the inflation lumen and blood in the guidewire lumen, and there was blood in the folds of the tightly folded balloon. The device was prepped with a new inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 15mm x 3.25mm nc quantum apex balloon catheter was advanced for dilation. However, during the initial inflation at 11 atmospheres for 5 seconds, the balloon ruptured. The device removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported, that balloon rupture occurred. The target lesion was located in the mildly tortuous, and severely calcified left circumflex artery. A 15mm x 3.25mm nc quantum apex balloon catheter was advanced for dilation. However, during the initial inflation at 11 atmospheres for 5 seconds, the balloon ruptured. The device removed. And the procedure was completed with another of the same device. There were no patient complications nor injuries reported.